Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Device also had cracked battery tube threads and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding since the screen would freeze. Blood glucose value was 30 mg/dl; treated with food. The customer did not recall any significant events leading to the alarm. The customer stated she was able to clear the alarm, but it had happened multiple times that day. The customer also mentioned she noticed the insulin pump had some broken threads when removing the reservoir. Most recent blood glucose reading was 54 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.